Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing the prograsp forceps was not responding. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: this defective instrument had no patient interaction.